Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the battery compartment was warped and they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.